Manufacturer narrative:
Cmp-(B)(4). Patient was (B)(6) years old at time of implant. Date of event - unknown date in (B)(6) 2004. Implant date - unknown date in 1991. Explant date - unknown date in (B)(6) 2004. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent left hip revision due to unknown reasons. The liner was exchanged. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported patient underwent left hip revision due to wear. The liner was exchanged. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.